Event description:
It was reported that this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Analysis of device data was requested. Technical services discussed that this was likely a false positive explant indicator related to a software update. Technical services (ts) noted that an upcoming software release will restore rf telemetry function to such units. This pacemaker remains in service. No adverse patient effects were reported.